Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As per op report, patient had a dislocation and revision to a different poly liner.